Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient experienced a low blood glucose with seizure like activity and unresponsiveness. The reporter indicated that the patient was treated with an injection of glucagon, and oral carbohydrate. The reporter indicated that the paramedics were contacted but the patient was not transported to the hospital. The pump was reviewed with the reporter related to the event and found that the time and date were set correctly in the pump, there were no alarms associated with the event, the total daily dose was found to be adding up correct with basal and bolus amounts, all of the pump boluses were accounted for, the basal settings were correct, the patient had not primed while attached, and the patient had not manipulated the cartridge cap. The reporter indicated that there was an ongoing trend of low blood glucose over several weeks. The reporter indicated that there were no changes in the patient¿s weight or diet and confirmed that the patient had not been drinking related to the event. The reporter indicated that the patient did have some increased activity the day before which may have been a contributor to the event. The reporter was advised that there was no indication of any pump malfunction related to the event. The reporter was advised to discuss with a health care provider the possible need for rate adjustments related to an ongoing trend of low blood glucose levels. This report is made based on the allegation that the patient experienced hypoglycemia of unconfirmed cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.